Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff alleged that a cable popped out of a large needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that a cable popped out of the instrument was confirmed. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. A cable segment was found to be sticking out at the instrument's wrist. Other cables at the wrist were not damaged. An additional finding not reported by the site were scratches and indentations on the distal pulleys. Both pulleys were found to have scratches on the surfaces and indentations on the edges. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.